Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for the ilet system exhibited a charging problem in which the cord would not fully seat in the charging pad, suggesting an issue with the battery charger component. Overnight replacement was immediately arranged by customer care agent. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem associated with the battery charger consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.